Event description:
It was reported an angio-seal device was deployed in the femoral artery following a cardiac catheterization procedure. Three days post deployment, the pt had symptoms of scrotal swelling, sweating, axiliary and groin disconfort and later intermittent dyspnea and tachycardia. The pt was treated with antibiotics and steroids. The pt was reportedly doing better.

Event description:
Additional information received indicated the cardiac catheterization was performed to evaluate a hypertensive pt with chest pain and an abnormal stress test; results of the angiography are unknown with the exception of left ventricular ejection fraction which was 60% without mitral regurgitation. An angio-seal device was used to seal the right femoral arteriotomy site post procedure. Five days post deployment the pt was seen by the cardiologist with complaints of fever, night sweats, and scrotal swelling for 2 days duration. On physical examination, a small 1mm, superficial pustule at the arteriotomy site was seen; this appeared to be an infected hair follicle without surrounding tissue reaction or scrotal swelling or redness. The pt was instructed to get a thermometer and check for fever, use warm packs on the infected hair follicle and use topical neosporin if the skin broke. If fever was present the pt was instructed to contact the cardilogist. Hematalogy and sedimentation rate samples drawn 7-8-04 were within normal limits, urinalaysis was negative except for trace mucus and occasional epithelial cells and bacteria present, and ck chemistry was abnormal. A chest x-ray performed was negative. Blood cultures drawn 7-9-04 and 7-13-04 were negative for bacteria or yeast. The endocrinology fsh drawn 7-10-04 was abnormal, the comprehensive metabolic panel was within normal limits. The endocrinology and tumor markers 11 drawn 7-14-04 revealed abnormal testosterone levels. Hematology, sedimentation rate, and chemistry samples drawn 7-16-04 were within normal limits. The CT abdomen and pelvis revealed a small hiatal hernia, a 1cm lesion of the mid to lower pole of the left kidney requiring ultrasound visualization to rule out cyst versus a solid mass, no abcess, and an unidentifiable appendix.